Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, during an unspecified endovascular therapy (evt) procedure, an advance 14 lp low profile balloon catheter ruptured when it was inflated to nominal pressure in a severely calcified lesion. Brachial approach was used, and another manufacturer's balloon was used to complete the procedure with no adverse effect to the patient. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation a review of the complaint history, device history record, drawing, instructions for use(IFU), manufactures instructions, quality control, trends, and specifications of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows no nonconforming events which could contribute to this failure mode. There were two other reported complaints with this lot number. However, it should be noted that they are unrelated to this failure mode. Furthermore, a review of quality control and manufactures instructions revealed no gaps. Moreover, an IFU is provided with the device, which states ¿the balloon is manufactured from an extra-thinwall, high-strength, minimally-compliant material. Particular care should be taken in handling the balloon to prevent damage. It will inflate to the indicated size parameters when utilizing proper pressure recommendations. Adhere to balloon inflation pressure parameters indicated in the compliance card insert.¿ based on the information provided, no product returned and the results of our investigation, a definitive root cause cannot be traced to the device, and likely lies with the patient¿s anatomy (calcification). We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.